Event description:
It was reported that during a laparoscopic gastric bypass procedure, when the surgeon noticed that 3 out of 7 firings failed partly; mainly, the stapler did not form the staples correctly on the left distal end of the endocutter. Every other part of the staple line was fine. Problem did not occur in sequential firings. He had problems the first time when resecting cardia of the stomach, then when creating gastro entero anastomosis with another blue reload, and thirdly when he performed entero-entero anastomosis with while reload. He had to fix the problems with either additional sutures or clips. Procedure prolonged 15 minutes. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2008. Info anticipated, but unavailable at this time.